Event description:
It was reported by the customer, a rented evis exera iii gastrointestinal videoscope from olympus was microbiologically cultured and tested positive two (2) times. The scope will be reprocessed, and another test will be performed. There was no reported contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The reported event was not confirmed as the scope was not microbiologically tested by olympus. The user's culture test results were not provided. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.